Event description:
A pt with fractured tibia in 2009, for open reduction, internal fixation with intramedullary nail. During placement of the starter reamer in the tibial canal, the tip of the reamer broke. The major part of the reamer rod was removed, however, there were some small metal fragments in the canal that could not be retrieved. These were deemed in a position that were benign and they were left in place. Pt recovered and was discharged two days later. Diagnosis or reason for use: tibial fracture.